Event description:
It was reported that an altitude alarm occurred. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. To resolve the issue, the customer replaced the cartridge, followed the tips provided by technical support, and the pump returned to normal operation.